Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18002508 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was confirmed that the wire of a 6f exoseal vascular closure device (vcd) came out from epidermis. When the user pulled it out, it was the indicator wire of the exoseal. Hemostasis was achieved by manual pressure for 5 minutes because the plug was deployed. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. No visible damage was noted about the package. The lesion was the superficial femoral artery and below-the-knee (btk). An ipsilateral antegrade approach was made from the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle of (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have any visible calcium/plaque. There was not a stent near the puncture site. The vessel did not have a stenosis of greater than 50% near the puncture site. A non-cordis sheath was used with the exoseal vcd. No resistance/friction was experienced as the exoseal was advanced through the sheath. The sheath was neither kinked nor bent. There was no excess force used or applied during the procedure. There was no difficulty connecting the vascular sheath with the exoseal. The vascular sheath was retracted until the hub was engaged with the indicator wire cowling. The vascular sheath did lock against the handle assembly and the audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The visual indicator window changed to black/black. The doctor then depressed the deployment button and deployed the plug. There was no difficulty deploying the plug. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6 as reported, it was confirmed that the wire of a 6f exoseal vascular closure device (vcd) came out from epidermis. When the user pulled it out, it was the indicator wire of the exoseal. Hemostasis was achieved by manual pressure for 5 minutes because the plug was deployed. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. No visible damage was noted about the package. The lesion was the superficial femoral artery and below-the-knee (btk). An ipsilateral antegrade approach was made from the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle of (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have any visible calcium/plaque. There was no stent near the puncture site. The vessel did not have a stenosis of greater than 50% near the puncture site. A non-cordis sheath was used with the exoseal vcd. No resistance/friction was experienced as the exoseal was advanced through the sheath. The sheath was neither kinked nor bent. There was no excess force used or applied during the procedure. There was no difficulty connecting the vascular sheath with the exoseal. The vascular sheath was retracted until the hub was engaged with the indicator wire cowling. The vascular sheath did lock against the handle assembly and the audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The visual indicator window changed to black/black. The doctor then depressed the deployment button and deployed the plug. There was no difficulty deploying the plug. The device was returned for analysis. One non-sterile 6f exoseal vascular closure device was received for analysis inside a plastic bag. Per visual analysis, an unknown csi was already inserted, the deployment lever on the device was depressed and the plug was not present on the delivery shaft, which was had dry blood residues. The indicator wire was separated from the handle. The indicator window was received on white/black/red position and the guard was found locked. No anomalies were observed during the analysis. Sem analysis was performed due to the condition of the indicator wire being separate from the handle. Results showed that the indicator wire of the presented evidence of scratch marks along the area where the wire used to be fixed to the inner mechanism of the exoseal handle. It seems the indicator wire was induced to a pulling event and the scratch marks are the evidence of the wire being stripped from the inner mechanism of the handle of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18002508 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator wire-separated in patient¿ was confirmed during analysis of the returned device. The exact cause of the event reported by the customer could not be determined during the analysis. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it precautions that with an antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess the vessel size or extraluminal device position may be limited. Procedural or handling factors, may have contributed to the event experienced by the customer. Neither the DHR nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.